Manufacturer narrative:
The device was sent to an independent laboratory for microbial testing. The device tested positive for escherichia coli and enterococcus faecalis. The device was eto sterilized and then returned to olympus for evaluation. The biopsy channel was inspected with olympus boroscope and no signs of foreign substance, stain or foreign materials/objects were found inside the channel. Additionally, there were no signs of foreign stain or substance found on the insertion tube, bending section and distal end. The scope passed the leak test. The root cause of the reported event could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the user facility. Olympus received additional information which stated that the scope cultured positive for klebsiella pneumonia and citrobacter freundii on (B)(6) 2016.

Manufacturer narrative:
The devices were returned to olympus and are pending investigation. The three scopes will be sent to an independent laboratory for microbiological testing. The root cause for the reported event cannot be determined at this time. In addition, as part of our investigation an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess and observe the account¿s reprocessing practices and to provide reprocessing training if necessary. The user facility has not finalized a date for this visit.

Event description:
Olympus was informed that three gastrovideoscope cultured positive for an unspecified microorganism multiple times after being reprocessed. All three devices have been removed from service. There are no associated patient infections. This is report 2 of 3.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from nwb to fds.